Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the health care provider requested a replacement usb cable and wall adapter due to the pump charging slowly. There was no reported impact to the customer's blood glucose level. Although multiple attempts were made to complete troubleshooting with tandem technical support, no additional information was provided on the reported issue.